Event description:
Additional information was received that the patient presented to the clinic where the high threshold measurements and high impedance of 3000 ohms were replicated. At this time the physician has opted to continue to monitor the patient via normal follow up. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported hearing tones from the cardiac resynchronization therapy defibrillator (crt-d). Review of the data found that the crt-d and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The rv lead also exhibited high threshold measurements. Boston scientific technical services (ts) was consulted and discussed bringing the patient into the office for evaluation. The crt-d and rv lead remain in service and no adverse patient effects were reported.